Event description:
It was reported that the ilio sacral screwdriver's retaining setscrew detached from the driver during use in surgery. No patient complications were reported.

Manufacturer narrative:
The device was retuned to medtronic for evaluation. A visual examination confirmed the setscrew had detached from the driver. The setscrew retaining pin was sheared flush. A review of the device history records found no documentation to indicate a non-conformance to specification.